Event description:
The service report shows the customer repoeted that the 840 ventilator stopped cycling while in the use on a pt. The pt was not harmed or injured as aresult of the event. The nellcor puriton bennett customer support engineer (cse) inspected the device, saw the vent inop error codes in memory but could not reproduce the reported malfunction. The unit passed extended self testing, with no parts replaced.